Event description:
"Patient started on aquacel-ag dressings (silver-containing product) by private md as an outpatient. Patient stated that wound changed within 2-3 days, but they did not report that to md until 10 days later, wound developed black necrosis. Patient then admitted to hosp for intravenous antibiotics and whirlpool. Legs improved and debrided of necrosis. Six days later, patient was switched to contrest dressing (another silver product). Reevaluation 2 days later revealed beginning of necrosis. Dressings discontinued-wounds improved."